Event description:
Pt admitted with complaint of dislocated right total hip replacement. The original surgery was done in 1996. The pr had stretched and shifted positions in bed when the dislocation occurred. The pt had a similar event which required closed reduction under general anesthesia. An attempt at reduction this admission was unsuccessful. The pt was taken to surgery in 1999 for revision of the acetabular component to a constrained acetabular prosthesis. At the time of surgery it was noted that there was easy anterior dislocation where the soft tissue had been stretched and in addition the polyethylene liner had undergone deformity and damage.